Event description:
Whilst injecting a pt, a piece of the plunger on the syringe broke and caused the needle to stick in the physician's finger causing him to bleed. It is possible that the pt's fluid came in contact with the physician once he was cut. There was no injury to the pt; however, blood was drawn from the pt to determine if they had any blood borne diseases etc. Testing determined that no further action was required for the physician.

Manufacturer narrative:
On (B)(6) 2010, (B)(4) received a verbal complaint and, assigned complaint #(B)(4), from (B)(6), regarding becton dickinson item #(B)(4) 10cc control syringe contained within (B)(4) catalog #icvr002-03 vasectomy reversal ii lot #715000. (B)(6) reported; whilst injecting a pt, a piece of the plunger on the syringe broke and caused the needle to stick in the physician's finger causing him to bleed. It is possible that the pt's fluid came in contact with the physician once he was cut. There was no injury to the pt; however, blood was drawn from the pt to determine if they had any blood borne diseases etc. And to determine follow up treatment for the physician. On (B)(6) 2010, (B)(6) contacted (B)(6) at becton dickinson (B)(6) to initiate the complaint and gave (B)(6) contact info so that the defective sample could be retrieved from (B)(6). Becton dickinson issued complaint #(B)(4). On (B)(6) 2010, (B)(4) followed up with (B)(6) and the physician and they reported they had received the blood test results and that there was no further medical treatment required for the physician. They further reported that becton dickinson had contacted them and that they were mailing out the defective syringe to becton dickinson that afternoon.